Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system showed an internal error (code 64) when attempting to query patients. The local representative (cs) mentioned that the account still sees this behavior following several reboots of the system. The cs did mention that the account had issues with a corrupt registration model last week that could be causing this. This occurred in the cranial software. This was reported outside of a procedure. There was no patient involved.